Event description:
It was reported that lia (lead integrity alert) was triggered due to elevated sic (sensing integrity counter) and nst (non-sustained tachycardia) episodes. Bipolar pacing and tip-coil impedance values had also risen over the past two weeks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).